Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that there was a sudden drop in hearing sensation (no benefit at all) on (B)(6) 2017. On (B)(6) 2017 the patient met with one of the product managers from vibrant. It was reported that a few days before the patient lost hearing sensations he had a bump on his head (implanted side) from ski's but he was wearing a helmet and for him it did not feel like a strong bump. The patient was advised to schedule further follow-up testing with his clinic.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by an accident was most likely the root cause of the reported device failure. Other damages found during investigation are attributable to the removal surgery. The problems given in the patient report appear to match the damage found.

Event description:
The user reported that there was a sudden loss of hearing sensation on (B)(6)2017. It was reported that a few days before the user lost hearing sensations he had a bump on his head (implanted side) from ski's but he was wearing a helmet and for him it did not feel like a strong bump. The user was advised to schedule further follow-up testing with his clinic. The device was explanted and the user was implanted with a device from another manufacturer on (B)(6)2017 at the (B)(6).